Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the patients spinal cord stimulator (scs) cervical leads had high impedances. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. During the procedure, it was discovered that both cervical leads were frayed and wire exposed on entry to ports. Pieces of the leads were coming off on physicians finger. The physician decided to clip the cervical leads and abandon them in the pocket of the ipg. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5113522/ 5110865.